Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro tissue welder's jaws were half covered with the silicone boot. This was discovered prior to use. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).